Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the sensor data available in the data management system (dms), indicated that the system was working within expectations and did not show any concerns about the health of the sensor. The user was recommended to perform a sensor re-link to clear the calibration history and address any potential calibration misalignment as a proactive troubleshooting measure. Post-relink, sg values correlated well with bg values when accounting for lag between the sg and bg inherent to sensing technology. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.